Event description:
Additional information received from the consumer indicated that they were told that even though the complete charge did not show, that the partial charge was 99% charged and they wouldn't have a problem. The patient had tried to get a complete charge but had not been successful and it seem to take a long time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they couldn't get to the ¿charge complete¿ screen. The patient stated that they didn't know if they had ever gotten to charge complete battery status since being implanted on (B)(6) 2012. It was reviewed that the charging interval from sufficient to complete screens is disproportionately longer. The patient stated that they had been actively trying to recharge to complete since two days prior to the date of this report. It was reviewed that the patient should continue recharging. No patient symptoms were reported. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they recharged their unit, resolving the issue of not being able to get to the ¿charge complete¿ screen. No further complications were reported or anticipated.